Event description:
Customer reported she took a shower with the insulin pump. Customer's blood glucose was 132 mg/dl. Troubleshooting was performed. The device was exposed to water. Fluids are under the display. The device was dropped the week prior to event. The device was cracked in the upper right hand corner of the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No unexpected blank display or alarms noted during testing. All operating currents are within specification. Off no power alarm functioned properly and passed self test. Insulin pump received with moisture damage on the electronics assembly, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.